Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) is working off its batteries, even when the power cord is plugged into the hospital mains power. It is unknown under which circumstances this event occurred; however there was no adverse event reported.

Manufacturer narrative:
Problem was found to be that the balloon pump was not fully seated in its cart (mains power circuit is supplied via the cart). No service was requested as the service call ended as soon as the problem was resolved. The hospital biomedical engineer was contacted; however, no additional information was available.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) is working off its batteries, even when the power cord is plugged into the hospital mains power. It is unknown under which circumstances this event occurred; however there was no adverse event reported.